Manufacturer narrative:
(B)(4). Baxter received and evaluated the device and found it was out of specification in relation to the reported symptom, broken keypad, which was experienced during evaluation. Evaluation observed damage to the keypad and experienced a stuck #8 key. When attempting to program an infusion, evaluation found the #8 key is inoperable caused by an external influence. When any of the remaining functional keys are pressed an automatic output of the #8 key will occur following the selected key's function (e.g. Numerically: when the #1 key is pressed, 18 will be displayed, alphabetically: when the "abc" key is pressed, av will be displayed interfering with mdl drug searching opportunities). The failed keypad was replaced. Baxter has initiated a CAPA to further investigate this issue. Additional information: self-acitvation or keying, failure to sense.

Event description:
It was reported that a spectrum pump had a "broken keypad." It was also reported there was no patient involvement.